Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The homechoice passed all rite performed. Upon conclusion of the investigation, the cause was determined to be one or more cycles were advanced to the next fill by the patient when the drain was slow/no flow above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, 10:55:54. During night drain cycle eight, the patient's ultrafiltration reading was 443ml, indicating the home patient (hp) drained 443ml more than their maximum programmed fill volume of 500ml. No additional information is available.